Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information for resetting the pump and assisted the customer in resetting it, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reoccurred.